Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in germany on behalf of patients relative reported that the tubing of an ojr418hm optiflow junior 2 home nasal cannula was broken next to the connector end (swivel grip). It was further reported that one other cannula was affected. There was no reported patient consequence.